Event description:
During f/u performed on (B)(6) 2012, no f/u date - like recorded therapy episode - was available from device memory.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.